Event description:
I had a complete knee replacement in (B)(6) 2010, I went to the doctor because my knee was swollen and I had a big knot on the side of my knee. I couldn't use my leg, I was in so much pain until I could not take it anymore. The doctor said I had to have another knee replacement all I could do was cry . He said this one would be worse than the first. He did not tell a lie. The pain was unbearable. I don't know what else to say at this time. All I know is I need somebody to help me. What I have been through is not right, and the first knee was a depuy lcs complete, so please, if somebody can help me, please do.